Event description:
In 2007, the patient inserted a mediflex toric contact lens. His vision became progressively worse and his eyes became bloodshot, painful and "was draining". The patient presented to his general practioner who prescribed antibiotic drops which did not alleviate the situation. On two days later, the patient saw his optometrist and an eye surgeon who informed him that he had an ulcer which created a white spot. He was prescribed medication (medication unknown) by the eye surgeon and also informed that his lens has deposits. On the following month, the patient saw his optometrist and was informed that he had a lesion or scar. His visual acuity was worse than when first seen on two days after the original date. The patient was also diagnosed as having uveitis at this time. As of approx four months later, the patient's vision remains blurry and his optometrist has recommended that contact lens wear be permanently discontinued. The optometrist believes that the patient's vision is correctable with glasses.

Manufacturer narrative:
A letter was received from patient's attorney informing coopervision of his intent to file a claim for complications incurred as a result of his contact lens wear. The problem description was interpreted in full from the attorney's letter. Coopervision has not received the contact lens involved in the above described incident nor the lot number. Due to the limited information that has been received, and no lens or lot number available for further investigation, it is not possible to determine causal factors or make a conclusion.